Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat pelvic relaxation, grade ii cystocele, grade I rectocele and vaginal vault prolapse. It was reported the patient underwent removal of vaginal mesh on (B)(6) 2010. It was reported the patient underwent sacrospinous ligament fixation and posterior colporrhaphy with synthetic mesh on (B)(6) 2010. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent removal of eroded mesh on (B)(6) 2010.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent surgery on (B)(6) 2008 and mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was also reported that the patient underwent a surgical procedure on (B)(6) 2010 and ams elevate was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-13009. The same patient is represented in each medwatch.